Manufacturer narrative:
The pump had intermittent button response due to moisture damage on keypad trace. The pump was received with minor scratched display window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, missing address and or serial number label. The pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was cracked at the battery compartment and reservoir window. The customer's blood glucose level was unknown. The customer states their levels had been as high as 400mg/dl and 500mg/dl. The customer believes the highs were attributed to their insulin. The customer also states they had keypad anomaly. The customer was advised the pump would be replaced and returned for analysis.